Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Recommended replacement time (rrt) triggered due to low battery voltage after being implanted approximately 28 months. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) reached recommended replacement time (rrt) earlier than expected. It was further reported that the icm was at end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.